Event description:
Complainant alleged that medics were treating a pt (age and gender unknown) with the device in semi-automatic mode. The complainant alleged that the device inappropriately advised shock to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the alleged malfunction.